Event description:
A suture product was returned by the customer with a possible broken needle. Date of procedure is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. - please confirm, when did the needle breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Investigation summary ==> a failed suture needle was submitted for fractographic evaluation . The product received for analysis was v333h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was not observed; the needle was bent near the tip. No further analysis was conducted.